Event description:
Upon successfully deploying two precise stents into the left arm of a patient. The physician encountered resistance during withdrawal of the sds. When sds was withdrawn the distal tip was missing.